Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Hm3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although no positive cultures were identified, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent emergent pump exchange due to a bowel perforation and stool coming out of the driveline exit site. It was later communicated that the perforation was suspected to have occurred during tunneling of the driveline during implant surgery. The device was reportedly operating as expected. Prophylactic intravenous antibiotics were administered on a 6-week plan to ensure the development of an infection would not occur. The patient remained admitted for post-operative recovery.